Manufacturer narrative:
Method: the mr device was checked on site and the info provided reviewed by the mr complaint handling team. Conclusions: the ECG electrodes used during the mr examination were not approved (mr safe) to be used within an mr scanner. This kind of incident can be prevented by using mr safe ECG electrodes. The instructions for use already contains warnings only to use mr safe ECG electrodes. The use of other types of ECG electrodes may cause heating of the skin. Therefore, there is no required field corrective action. Note: the indicated importer has received FDA exemption (B)(4) to submit one FDA form 3500a to satisfy both the importer (803.42) and MFR (803.52) for the same event.

Event description:
The pt had a mr exam. He was scanned with third party non approved ECG electrodes. Immediately after the examination, a second degree burn appeared directly under the ECG electrode with a blister size of 2.5 cm.